Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the inoperable keypad with an intermittent keypad response, which was experienced during evaluation. Evaluation observed the #4 and #7 keys working intermittently, through causality of the keypad. The front case was replaced to correct this condition.

Event description:
It was reported that a spectrum pump had "keypad buttons not working, row with setup, 1, 4, 7," which was clarified during baxter's evaluation as an intermittent keypad response. It was also reported there was no patient injury.